Event description:
It was reported by the customer that the drill was leaking liquid between the drill and attachment. The customer also reported that this condition occurred right at the beginning of a procedure; the unit was taken from the field immediately. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On december 10, 2007, the attachment involved in the reported event was evaluated. During the eval, the tech noted the collar was sticking and the attachment was corroded. The attachment was scrapped. The root cause of the failure appears to be a result of abnormal treatment of the product.